Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the implantable cardioverter defibrillator (ICD) exhibited an increased sensing integrity counter (sic) and high rate non-sustained episodes. Noise was noted, and the patient indicated using a power drill at the time of the noise. The ICD remains in use. No patient complications have been reported as a result of this event.